Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Event description:
The customer reported via phone call that the buttons were hard to press. The customer¿s blood glucose level was unknown. The device will be returned for analysis.